Event description:
It was reported that the work station on the 9900 system will not completely boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.